Event description:
It was reported that the device had rapid battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and revealed no anomalies were found. Concomitant products: 6944 lead, implanted (B)(6) 2002; a 5076 lead, implanted: (B)(6) 2002. (B)(4).